Manufacturer narrative:
(B)(4). Returned meter evaluated with no defect found. Test strips not returned for evaluation. Most likely underlying root cause of malfunction: user's test strip had poor storage (kitchen).

Event description:
Consumer reported complaint for low blood glucose test results. The customer is concerned with tests results from results obtained of 57 mg/dl.. The customer's expected fasting blood glucose test result range is 100 to 151mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. The product is not stored according to specification in the kitchen. During the call on (B)(6) 2017, a back to back blood test was performed by the customer fasting and produced test results of 57 and 57mg/dl using true metrix air meter. The test strip lot manufacturer's expiration date is 03/31/2018 and open vial date is approximately 2 weeks ago. The meter memory was reviewed for previous test result history: a 48mg/dl, (B)(6) 2017 10:21:00 am, fasting: no. A 67mg/dl, (B)(6) 2017 11:30:00 am, fasting: yes. A 199mg/dl, (B)(6) 2017 03:19:00 pm, fasting: yes. A 78mg/dl, (B)(6) 2017 11:35:00 am, fasting: yes. A 106mg/dl, (B)(6) 2017 05:14:00 pm, fasting: no.